Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open bowel resection, the device could not be fired. The same event occurred twice. Another device was used to complete the case. There was no patient injury.